Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 26 aug 2025 it was reported to anika that a patient reported receiving a monovisc (lot number 0000012196) injection in the knee on 21 aug 2025. During the injection the patient reported experiencing discomfort. After receiving the injection, the following day, the patient went back to the clinic resulting in synovial fluid being aspirated from the joint. There was no device malfunction reported. Patient comorbidities are unknown. The current status of the patient is unknown. It is unknown if the patient received further unplanned medical intervention.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: a review of the batch record for lot number 0000012196 was performed. UDI: (B)(4). Manufacture date 04 mar 2025. Exp date 31 mar 2028. A three-year retrospective review of the ncrs for this product was performed. There were no nonconformances documented that were related to the reported event. The IFU was reviewed: warnings, temperature storage, handling precautions, and general device-specific information are sufficiently documented in the IFU. A three-year retrospective review of retention inventory inspection reports beginning with the most recent lot closest to the manufacturing date of this product to the complaint lot. There were no nonconformances documented in the report that were related to the reported event. A review of the recent stability study report for monovisc was performed. There were no non-conformances documented. The conclusion for the product stated that the product has met all required specifications the data in the report shows that the stability profiles of the annual lots are consistent and indicates that the process is stable. A clinical review of the event concluded that there was a temporal association between the reported incident and use of anika product with a rationale of effusion requiring aspiration s/p knee monovisc injection. The root cause identified was "known inherent risk of device". A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On (B)(6) 2025 it was reported to anika that a patient reported receiving a monovisc (lot number 0000012196) injection in the knee on (B)(6) 2025. During the injection the patient reported experiencing discomfort. After receiving the injection, the following day, the patient went back to the clinic resulting in synovial fluid being aspirated from the joint. There was no device malfunction reported. Patient comorbidities are unknown. The current status of the patient is unknown. It is unknown if the patient received further unplanned medical intervention.